Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. Reportedly, the customer was swimming and the pump was exposed to water. However, the customer was able to reload the cartridge and resume insulin delivery. The customer's blood glucose level was not impacted.